Event description:
A user facility biomedical technician (bmt) reported a blood pump segment detached from the tubing set during treatment. Upon follow-up, the charge nurse (cn) stated the facility had experienced a total of twelve events involving standard blood tubing sets in which towards last 30 minutes of treatments, the blood pump tubing line segments began to leak from pinholes or come apart and detach from the tubing sets. The estimated blood loss (ebl) was not specified. The cn did not know if the pump tubing line segments were set in rotor all the way. There were no implicated issues reported with the machines or blood pump rotors. The cn stated they had a dozen separate events that occurred on unknown dates and specified four different lot numbers and pulled the lot numbers from use, carefully monitoring to make sure the issues did not re-occur. The exact number of events and numbers involved were unable to be specified. The cn stated the patients involved did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Patient demographics were not provided by the cn during the call. The cn was informed four return airbills were provided to the clinic for unused samples to be returned. Photos were available for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.